Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hysterectomy. According to the reporter: after the surgeon took a bite into the anterior side of the vaginal cuff and toggled to pass the needle, the needle was released from the device and became embedded in the tissue. The needle fell into the pt's cavity but it was retrieved. There was no tissue damage or add'l bleeding, and operating room time was extended by 10 minutes.